Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following: pil initiated therapy with the device and verified airflow, using a pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil observed the beginning of sound abatement foam degradation in the following areas. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings - pil observed the following from an external and internal inspection: the air outlet port had dust-like contamination in it. White dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and has dust-like contamination on it. Dust-like contamination on sound abatement foam. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. There was 13 error code found. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.